Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator triggered an alert for long charge time. The patient presented in clinic for follow up. During a device check in clinic, long charge time was observed. Device testing was performed. No intervention reported. The patient was stable throughout and will continue to be monitored.